Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Facility reported an unraveled guidewire. As per add'l info received from the facility, the guidewire unraveled during the device placement procedure. There was no harm to the pt, the clinician removed guidewire and placed another device without a problem.